Event description:
Patient was sitting in chair with arm supported on pillow. Electrode pads were placed surrounding shoulder. Dynatron was turned on and set for if stim high/low sweep. Started to increase intensity. At 18 patient said that was enough. Pushed stop, but intensity kept climbing to 37. When the intesity got to 37, patient pulled shoulder up 2 degrees. Licensed physical therapy assistant (lpta) hit stop but it did not work. Lpta hit stop second time. Tried a third time, stopped at 8 but intesity kept going up, pulled plug. A new machine was brought in. After 5 minutes on the new machine, the patient complained of discomfort of the left shoulder and had turned the second machine off.